Event description:
It was reported that patient, a (B)(6), was admitted to the hospital following an accident. The anchorfast guard was applied on (B)(6) 2014. On (B)(6) 2014 the patient was restless, thrashing about and tonguing at his tube. The ventilator alarm sounded and the it was found that the patient had bit cleanly through the kimberly clark microcuff et behind the anchorfast bite block. The patient coded, the et tube was removed via forceps from the patient's trachea. He was then reintubated and the tube secured with tape. The hospital indicated that the patient was most likely undersedated and he was able to push out the holder out far enough for his front teeth to cleanly cut through the tube.

Manufacturer narrative:
There was no evidence that the hollister anchorfast guard device malfunctioned. The hospital indicated that it was possible that the device was not applied high enough on the patients cheeks thus allowing the anchorfast track to be moved down. Upon examination, the device was noted to have roughness on the top and bottom of the bite block. The anterior/front 1/2 inch of the bite block is not rough. There was no evidence of a stress line or breakage. The cheekpads, et tube tape and neck strap are still intact. The device did not show any defect or malfunction.